Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 regarding a (B)(6) female patient receiving her first in-center standard hemodialysis treatment on (B)(6) 2017. The patient experienced a choking sensation and hypotension approximately 10 minutes after treatment commenced. The treatment was stopped and the patient was rinsed back. No medical intervention was required. The patient continues to treat using a different system.